Event description:
Info received indicated failure to latch intermediate rh siderail.

Manufacturer narrative:
Technician found a broken release lever on the side rail. He replaced broken parts to resolve this issue.